Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd preset¿ eclipse¿ with safety needle there was foreign matter on the device cannula. This event occurred 8 times. The following information was provided by the initial reporter. The customer stated: "when opening the package, the cannula was found to have foreign matter."

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter was observed as a green colored material can be seen at the bottom of the plunger stopper. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd preset¿ eclipse¿ with safety needle there was foreign matter on the device cannula. This event occurred 8 times. The following information was provided by the initial reporter. The customer stated: "when opening the package, the cannula was found to have foreign matter."